Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned; the glass cap exhibits severe devitrification at the output window. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 140,000 joules of use and 15 minutes, while using the surgical fiber during a prostate procedure, the surgical fiber broke. The case was completed using an alternate procedure (turp). Patient outcome: "no damage to the patient" - there was no injury reported.